Event description:
Customer reports system is not saving images.

Manufacturer narrative:
Gehc surgery service personnel reloaded existing software, rev. F. Reloaded cal files, rebuilt nodes. Cal touch screen, reset to 120volts in utility suite. Fully tested system, operating as intended.